Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced blurred vision and syncope following right ventricular (rv) lead threshold testing. It was determined the lead was functioning appropriately. The lead remains in use. No further patient complications have been reported as a result of this event.